Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer also reported they have changed their infusion sets three times, but the alarm persisted. The customer also reported experiencing high blood glucose. Customer did not feel well due to their blood glucose. Troubleshooting did not occur as the customer was disconnected from the call. The insulin pump will not be returned for analysis.